Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was failed to advance in coronary sinus branch. The lv lead was removed and not used. The patient was stable throughout the procedure.